Event description:
It was reported that on (B)(6) 2010 (month and year valid): patient underwent spinal fusion surgery in which rh-bmp2 was used. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent fusion surgery in which rhbmp-2/acs was used. Patient alleges unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.